Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter, during a low anterior resection the stapler was used and made a popping sound. The stapler fired staples but they were malformed. Another handle was grabbed, the reload partially fired and make a crunching sound. The surgeon had to staple around the bad staple loads which resulted in tissue loss and added an hour to the case. There was unanticipated tissue loss due to the re-stapling. At least 3 centimeters of additional rectal tissue was removed. The last known status of the patient is reported as stable and nothing is coming out of the drain. No reinforcement material was used.

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one reload and a photograph received from the account. Visual examination of the photo noted malformed staples and straight legged staples within the tissue. The instrument was received engaged with the loading unit. The loading unit was unloaded from the instrument without difficulty initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual inspection of the cartridge revealed that the loading unit was partially fired to the 1cm cut line. The anvil of the loading unit was bowed and the knife bar assembly was buckled. Additionally, the loading unit had damage to the cutting edge of the knife blade noted during microscopic inspection. Due to the noted damage not functional testing was performed on the loading unit. A review of the instrument device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack, bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.